Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Customer reported that they were carry out a right orif on an ankle using the variax system. The kit comes with instruments and trial plates. When using one of the screw drivers it failed and was not locking on the hand piece. Surgeon tried to lock it but it wasn't so they changed the attachment from the broken handle to the other handle (the screw driver comes in 3 attachments because the screw driver shaft was the 3.5 bit the surgeon was requiring and not the 2.7). So once it was changed over, they proceeded to carry on with the procedure with the one handle. Customer had a look again and could not get the hand piece to lock and at the time during surgery it was not identified that the screws to the handle hand come out. It was later in the day when hsdu came round to question where the screws were, that customer realised the screwdriver hand piece was broken. On searching theatre customer found a piece of screw and the other half was in the hand piece but the other screw was missing. They checked what was left of bags and drapes to no avail and so is missing. Patient x-rayed.